Event description:
A customer reported that the aspiration probe would not prime. Numerous attempts have been made to learn whether there was any patient impact, but no information has been provided.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).